Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed with four (4) interlink system basic solution sets. The reporter stated that the leak was observed between the set and catheter. The reporter stated that when they connect the set line to he catheter, the connection is not secure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.